Event description:
The user facility reported that the guiding sheath became damaged during a peripheral procedure. Follow-up communication confirmed that: the device was deployed up and over the bifurcation during the interventional procedure; subsequently, it was noted that the blood within the outer portion of the hemostatic valve had clotted; the hemostatic valve assembly was detached from the proximal end of the guiding sheath in order to facilitate removal of the clotted blood; the valve assembly was then reattached to the sheath and the device was flushed with saline; it was noted during the saline flush that a small hole had been created in the sheath approximately 1 inch below the hub, which resulted in a small leak; the initial procedure was completed successfully using the sheath; and the patient was reported to be stable following the procedure.

Manufacturer narrative:
Section f: this section was completed by the manufacturer per cfr 803.52(f)(11) because the information was not initially completed by the user facility. Results - based upon evaluation of returned sample and user facility information; based upon testing of reserve samples. Conclusions - based upon evaluation of returned sample; based upon testing of reserve samples. The involved device was returned and evaluated. Microscopic examination confirmed two small pin holes located approximately 20mm distal to the hub. In addition, scratches were observed that started at the point where the holes were located and continued along the surface of the sheath. Thorough visual examination of reserve samples from the reported lot, the previous lot and the subsequent lot confirmed no evidence of any abnormalities or defects. In addition, physical testing of these reserve samples confirmed that performance specifications were met. A review of the device history record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. There is no indication that there was any relation to a pre-existing device defect. Although the cause of the reported event cannot be definitively determined based on the available information, the appearance of the involved sample is most consistent with the sheath having been damaged by contact with a sharp instrument, such as hemostats, that may have been used to hold the sheath as the hemostatic valve assembly was detached, and then, reattached. The device labeling does address the potential for such an event in the instructions-for-use, which states: "when puncturing, suturing, or incising the tissue near the sheath, be careful not to damage the sheath. Do not put a clamp on the sheath or bind it with a thread." (B)(4).